Manufacturer narrative:
Literature citation: matthews, john r. ; margolis, david s. ; wu, eileen ; truchan, lisa m, ¿brachial plexopathy following use of recombinant human bmp-2 for treatment of atrophic delayed union of the clavicle". (B)(4).

Event description:
It was reported in an abstract titled brachial plexopathy following use of recombinant human bmp-2 for treatment of atrophic delayed union of the clavicle" that the patient underwent open reduction and internal fixation in the supine position with rhbmp-2 packed in a layered fashion anterior and posterior to the site of nonunion under the clavicular plate. A nerve block was not used, and post-operative radiographs demonstrated minimal swelling and appropriate hardware placement without evidence of neurovascular impingement. Post-op, patient was re-admitted with inability to control postoperative pain with oral pain medications. Three days post-op patient presented to emergency department with weakness and paresthesias in the right upper extremity along the median and ulnar nerve distributions and paresthesias in the radial nerve distribution. Mild soft tissue swelling was seen in the region of the clavicle, consistent with recent surgical intervention, but no substantial mass effect or fluid collection was found. Two months post-op patient underwent emg and nerve conduction studies due to unremitting paresthesias which showed profound right brachial plexopathy, superimposed on a mild underlying peripheral neuropathy that was likely due to longstanding diabetes, and active denervation-reinnervation changes in muscles innervated by the median and ulnar nerves. After three months the patient had no pain at the nonunion site and had radiographic evidence of healing without evidence of hardware failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.